Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no similar complaints reported in the lot number. Additional info was requested on 09/17/2009 by fax and mail. A completed questionnaire was received on 09/25/2009. This report was mailed to FDA on: 10/15/2009.

Event description:
A surgeon reported that an intraocular lens (iol) was removed and replaced during the same surgical procedure due to the trailing haptic being torn off during insertion. In a follow-up, the surgeon reported that the incision was enlarged to remove the iol; iridodialysis and cystoid macular edema occurred. The surgeon reported the pt was treated with medications and the event continues.